Manufacturer narrative:
A deployed ultraflex esophageal ng stent was returned for analysis. Visual examination of the returned device found the end of the stent flare to be cinched as a result of a slip knot in the retention suture, in addition to the expected retention suture knot. During functional analysis, it was possible to undo the slip knot by pulling on the retention suture, but the stent still did not expand fully due to stent wires being bent out of shape. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified batch. A labeling review was performed and from the information available this device was used per the directions for use (dfu). Given the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng distal release stent was implanted to treat a stenosis in the esophagus during stent placement procedure performed on (B)(6) 2016. During the procedure, the ultraflex tracheobronchial stent was fully deployed in the desired position. The physician noted that the tip of the stent had not fully expanded inside the patient. The physician observed the patient for 20 hours to determine if the stent would expand completely. On (B)(6) 2016, the physician found that the tip of the stent still had not expanded completely and had migrated. The physician retrieved the stent from the patient using a rat tooth forceps. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng distal release stent was implanted to treat a stenosis in the esophagus during stent placement procedure performed on (B)(6) 2016. During the procedure, the ultraflex tracheobronchial stent was fully deployed in the desired position. The physician noted that the tip of the stent had not fully expanded inside the patient. The physician observed the patient for 20 hours to determine if the stent would expand completely. On (B)(6) 2016, the physician found that the tip of the stent still had not expanded completely and had migrated. The physician retrieved the stent from the patient using a rat tooth forceps. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.